Event description:
The fse reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury of death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and reseated. The power distribution pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.